Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a local engineer. A non specified machine connector was observed to be broken, which allowed the reported leakage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during an unspecified process step. There was no patient involvement. No additional information is available.